Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The irritation was described as seeping at times. The patient saw her doctor about the irritation and was advised that she had a fungal infection. The patient's physician prescribed 500 mg of cephalexin and nystatin for the fungal infection. During a follow up, the patient reported that the irritation had improved. There was no allegation that a device malfunction caused or contributed to the reported irritation.